Event description:
A time settings issue was reported by the customer following a pump reset. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised monitoring the device. The customer understood the instructions and acknowledged the advice to follow up if the time discrepancy exceeded five minutes again.